Manufacturer narrative:
Reported event of stent positioning issue. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rmv stent was used during a stent placement procedure performed on (B)(6) 2014. According to the complainant, after stent deployment, the physician noted that the stent could not be seen in the desired position within the cbd. Reportedly, a few days later, the scope was processed and the stent was found to be inside the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Reporting was required because the device is only sold ous but is similar to the (B)(4) that is sold in the us.

Manufacturer narrative:
A visual analysis found out that only the deployed stent was returned for evaluation. The proximal end of the stent was constricted as the stent wires were damaged. No other issues were identified with the profile of the stent. The damages were likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rmv stent was used during a stent placement procedure performed on (B)(6) 2014. According to the complainant, after stent deployment, the physician noted that the stent could not be seen in the desired position within the cbd. Reportedly, a few days later, the scope was processed and the stent was found to be inside the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Reporting was required because the device is only sold ous but is similar to the m00570540 that is sold in the us.